Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins)for non-malignant pain. The patient reported that her stimulation is going more into her legs instead of high up into her back where she needs it. It was noted that the patient was implanted for back pain and the stim is off target. The patient requested to see a rep to have an adjustment. The patient was directed to follow up with their health care provider regarding their stim in the wrong location. The patient stated that the device was working at first but started having problems over a month ago. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.